Manufacturer narrative:
This device remains implanted , therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device and right ventricular (rv) lead exhibited gradual increased, pacing lead impedance (2,002 ohms), increasing shock impedance from 80 ohms to 105 ohms, and increase thresholds of 0.5 v at implant, to 2.0 v over the last year. No noise is present. A technical service consultant reviewed the available device data, recommending to perform an x-ray image and lead integrity testing (maneuvres, isometrics, pocket manipulation). The device remains implanted. The physician will continue to monitor this patient closely. No adverse patient effects were reported.

Manufacturer narrative:
New information was received indicating that this device was surgically explanted. Besides surgical intervention, no adverse patient effects were reported. The location of this explanted device is unknown.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device and right ventricular (rv) lead exhibited gradual increased, pacing lead impedance (2,002 ohms), increasing shock impedance from 80 ohms to 105 ohms, and increase thresholds of 0.5 v at implant, to 2.0 v over the last year. No noise is present. A technical service consultant reviewed the available device data, recommending performing an x-ray image and lead integrity testing (maneuvers, isometrics, pocket manipulation). The device remains implanted. The physician will continue to monitor this patient closely. No adverse patient effects were reported.